Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Contact reported the customer's blood glucose (bg) level was 388 (mg/dl) due to recently eating more than expected and not yet blousing for the food. The contact stated a bolus via the pump would be administered. Reportedly the customer will continue to use the pump for insulin therapy.